Event description:
It was reported the insulin pump would not recognize the piston was at the reservoir. Customer's blood glucose was 48 mg/dl.

Manufacturer narrative:
(B)(4). (B)(4) analysis valuated one opened and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluents, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime. Visual fluid flowing through infusion set and out catheter tip. Conclusion: reservoir not occluded.